Event description:
It was reported that the patient went into heart block. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. The physician was getting images of the device with a 3d intracardiac echocardiogram (ice) probe to confirm the position. The patient had severe esophageal varices, so ice was used instead of transesophageal echocardiogram (tee). When the physician crossed the septum they hit the av node with the probe. The patient went into heart block and then asystole so compressions were needed. The patient was able to be stabilized. The patient is doing well now and will be followed up with computed tomography angiography (cta) at 45 days.